Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was too stiff to press. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the contralateral superficial femoral artery. A non-cordis sheath was changed to an unknown brite tip sheath. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 7f exoseal vascular closure device (vcd) was too stiff to press. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the contralateral superficial femoral artery. A non-cordis sheath was changed to an unknown brite tip sheath. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The device was received fully deployed, with the lever fully depress, wire retracted, and the window in the black/white/red stage. The guard was locked and no anomalies were noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Without procedural films and based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed the instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.